Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the instrument. The fse discovered a leak around the lower chamber of the ise (ion-selective electrode) ratio pump. The fse replaced the ratio pump to resolve the leak issue and the high na (sodium) qc (quality control) recovery issue. The fse returned the ratio pump for further investigation and evaluation. The ratio pump was evaluated and evidence of damage and leak was confirmed on external and internal components. (B)(4).

Event description:
The customer reported high qc (quality control) recoveries for na (sodium) when performing a precision run on a unicel® dxc 600i synchron® access® clinical system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter filed service engineer evaluated the instrument and discovered a leak from the ise (ion selective electrode) ratio pump. The operator was wearing personal protective equipment at the time of the event and there was no report of injury or direct exposure to the leak.